Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 536mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was an unconfirmed alarm indicated in the history. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the black box shows an unconfirmed replace cartridge alarm on 04/09/2015 18:29. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. The battery compartment is cracked below the bumper pad. No damage found to returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24hrs with returned battery cap/returned cartridge cap, no power interruptions were duplicated. Returned battery cap contact measurements are in specifications. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.